Manufacturer narrative:
Complaint sample was not available for evaluation to confirm the alleged product malfunction. According to our records no product was available from this lot in distribution centers to be analyzed. The entire lot had been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had alarmed for an air detected in the cassette message. The patient canceled treatment and upon removing the liberty cycler set cassette from the cycler, the patient discovered fluid leaking into the cycler cassette door area. The patient was advised to report the event to the patient¿s pd nurse and the patient¿s cycler was replaced. Additional information received from the patient's pd nurse confirmed that the patient had not presented with any symptoms, has not required any medical intervention, and has not experienced any adverse patient outcome. The patient has been adequately dialyzing and continues ccpd without any further issues. Additional information has been solicited but has not been made available as related to the complaint sample availability.